Event description:
It was reported that lens vaulted in z configuration, in one eye post yag procedure and the other eye was hyperopic post yag procedure. The reason for the yag was not provided. It is unknown which outcome is associated with each eye. This report is for the left eye. Reference MDR# 2031924-2014-00344 for lens implanted in the patient's right eye.

Manufacturer narrative:
Investigatoin of this event is in progress. A supplemental report will be submitted upon completion of the investigation.